Event description:
This device could not be interrogated on (B)(6) 2025. The patient is not registered to the remote monitoring site. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device could not be interrogated on (B)(6) 2025. The patient is not registered to the remote monitoring site. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
28-mar-2025 device was explanted (B)(6) 2025 due to eri with unexpected battery behavior. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for a thorough analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
This device could not be interrogated on (B)(6) 2025. The patient is not registered to the remote monitoring site. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2025, device was explanted (B)(6) 2025 due to eri with unexpected battery behavior. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.